Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported she was experiencing high blood glucose over 400 mg/dl for the last six hours. Customer stated she changed her site and primed through tubing to verify the insulin pump was working. It seemed to be working and she was unsure what might be causing her high. Customer was advised to disconnect from the device. The drive support cap was reported normal. No air bubbles or leaks were noted. Manual prime was performed and insulin did exit tubing. Settings were correct. Last bolus was performed to correct blood glucose of 406 mg/dl. High pressure test was performed and device passed. Customer was advised to do a complete set change. No further information reported.